Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a particulate matter (pm) on the tubing. However, it was not specified whether the pm was located inside or outside the tubing. This was observed during filling the device with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: device manufacture date ¿ the lot was manufactured between february 15-20, 2024. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a dark brown particle, measured to be 0.08 square mm in size, embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the material of the tubing line. Fragment of burnt pvc (dark brown particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.